Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma- late.

Event description:
Healthcare professional reported via regulatory agency "symptomatic peri implant seroma... Flow cytometry positive cd30 +ve lca +ve large atypical cells lining capsule 2-3mm area. Confirmed as anaplastic large cell lymphoma (bir-alcl). Complete removal of capsule and implant." Regulatory agency reported that "this incident has now been confirmed to meet the who criteria for bia-alcl (cd30+, alk-)." Affected side is right. The device has been explanted.